Event description:
It was reported that during a lap gastric band procedure, the device passed the pre-run test and then would not activate (switch buttons) when placed in pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.